Event description:
The pt had contacted lifescan and reported that his one touch ultra meter had missing segments. There was no allegation of harm or serious injury. The pt reported that his meter display was faded or sometimes powers off during use. He had used all his test strips trying to get the meter to work. He had called his nurse and was advised to get a new meter. He did not experience any symptoms at the time of concern. The last time he was able to test on his meter was a week ago. The meter was also shutting off before the time was up. The pt did not have a new battery to replace in the meter. He was unable/unwilling to answer if his blood glucose result was taken on another device. There is no further clinical info provided. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction due to the missing segments and the power issue. Replacement meter, control solution, and test strips were sent to the pt.